Event description:
It has been reported to us that during the procedure the needle inside the pressure gauge of the inflation device did not move up when pressurized. The physician prepared the inflation device without issue. The physician inserted a balloon into the patient¿s left arterial descending artery with stenosis. The physician connected the inflation device to the balloon and started to inflate the balloon; however, the needle pointer on the pressure gauge failed to read the pressure and did not move at all. The device was removed and replaced with another to complete the case. The device will be returned for evaluation. No issues with the patient were reported.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. (B)(4).

Manufacturer narrative:
Actual device used in case was evaluated. Visual examination performed. Results: the actual device used during the case was returned and evaluated. Visual examination of the inflation device revealed that the device appears to have been used. There are blood stains and what appears to be contrast media in the syringe barrel. A plug was engaged to the luer connector and the manometer was fully engaged to the syring body. The needle on the manometer was at the zero mark and not touching the plate. The device was sent to the contract manufacturer of the manometer for evaluation. The evaluation from the contract manufacturer of the manometer indicated that visual inspection revealed a luminous fluid coming from the socket bore (inlet). Disassembly and inspection of the manometers internal components did not confirm any ware or damage. Cross selection of the bourdon tube revealed an unknown substance was trapped within the system. A closer inspection of the filter revealed a solidified hardened media was present on the filter (from the process connection side). The foreign matter observed clogged the filter. The manometer was then tested using a fresh filter and pressure was applied, the device failed. Testing of the foreign material concluded that it is adhesive that was occluding the filter. The lot number is unknown and therefore, a review of the device history record can not be performed. The event is confirmed for defective manometer. There is evidence of adhesive occluding the filter. The analysis is complete as of today (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.